Manufacturer narrative:
The harmonic ace instrument involved with this complaint has been returned for evaluation and the failure analysis (fa) testing has been completed. The instrument was found to have a blade broken. The blade broke at roughly 0.34¿ from the base and the broken piece was returned. Common causes of the failure mode broken instrument blades are typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage resulting in cracks which then result in broken blades). Blade damage may be detected by the generator with a solid tone or an error. An additional observation not reported by site that is not related to the customer reported complaint was also observed. The instrument was found to have a damaged teflon pad of the clamp arm. There was no missing material. The common cause of this failure is attributed to mishandling/misuse. Review of the provided image is consistent with the alleged complaint of a broken instrument blade. This complaint is being reported based on the following conclusion: it was alleged that the message, ¿reduce pressure on the blade¿ was displayed when the harmonic ace instrument was used intraoperatively. When the instrument was removed, the instrument blade was found to be broken off when placed on a sterile table for cleaning. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the message, ¿reduce pressure on the blade¿ was displayed when the harmonic ace instrument was used intraoperatively. The surgeon and scrub nurse attempted to clean and re-wrench but to no avail. The instrument was then placed aside and it was discovered by scrub nurse that a portion of the jaw was broken on sterile table. A backup instrument of the same type was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed the instrument blade was intact when it was removed from the customer. When the instrument was placed on the sterile table, the blade was found to be broken off. The blade fragment matched the missing material from the instrument. No post-operative tests were were required to check for remaining fragments.